Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced flickering picture. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event image flickering occurred due to wear of the video connector latch. Additionally, it is likely that the event of image not being displayed occurred due to failure of the patient board set. However, a definitive root cause for both events could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use.